Event description:
A pt initially enrolled in a study had ischemic pain, recurrent claudication and restenosis of the target lesion. Approximately three months after the index procedure, the pt experienced ischemic rest pain. There was no treatment reported at this time. Approximately five months after the index procedure, the pt presented with recurrent claudication. The pt had an abnormal ankle-brachial index (abi) and a visual estimate of 80% stenosis in the previously treated right superficial femoral artery. Therefore, the pt had revascularization performed. At the time of the index procedure, the target lesion was the distal right superficial femoral artery. The lesion had 90% visual stenosis. The lesion was described as 12cm in length, moderately calcified, and was de novo. The reference vessel was 5mm in diameter. Access was made from the left side using an anterograde approach. Balloon angioplasty was performed, with 70% residual stenosis after treatment. Prior to implanting the stent, a type a dissection occurred after pre-dilation was performed. The lesion was then post-dilated with balloon angioplasty, with 0% residual stenosis. The pt did not experience any adverse event during this time. A 6 x 120mm smart control stent was then implanted at the target lesion. The pt was discharged from the hospital the next day without any adverse events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
A pt initially enrolled in the study had ischemic pain, recurrent claudication and restenosis of the target lesion. Approximately three months after the index procedure, the pt experienced ischemic rest pain. There was no treatment reported at this time. Approximately five months after the index procedure, the pt presented with recurrent claudication. The pt had an abnormal ankle-brachial index (abi) and a visual estimate of 80% stenosis in the previously treated right superficial femoral artery. Therefore, the pt had revascularization performed. At the time of the index procedure, the target lesion was the distal right superficial femoral artery. The lesion had 90% visual stenosis. The lesion was described as 12cm in length, moderately calcified, and was de novo. The reference vessel was 5mm in diameter. Access was made from the left side using an anterograde approach. Balloon angioplasty was performed, with 70% residual stenosis after treatment. Prior to implanting the stent, a type a dissection occurred after pre-dilation was performed. The lesion was then post-dilated with balloon angioplasty, with 0% residual stenosis. The pt did not experience any adverse event during this time. A 6 x 120mm smart control stent was then implanted at the target lesion. The pt was discharged from the hospital the next day without any adverse events.